Event description:
The customer contact reported inadvertent delivery due to syringe manipulation. On an unspecified date and time, the pump was programmed to deliver ketamine 10mg/ml in the continuous only mode at a rate of 19mg/hr and no dose limit was selected. The customer contact reported the patient was also receiving an unspecified concentration of morphine via another pca 3 pump. No specific programming parameters were provided. On 08/20/2008 at approximately 1230 during a syringe change, the patient stated, "I'm feeling funny." The customer contact reported that the patient became "unresponsive." The delivery was stopped. The physician and rapid response team were notified; however, no medical interventions were required. After approximately 2 minutes, the patient was fully alert and responsive. The pump was removed from clinical service. Approximately an hour later, the therapy was resumed using a replacement pump. There were no reported adverse patient sequelae. The customer contact reported that the slide clamp was not closed during the syringe change and "the thinking is that she received a bolus possibly because the tubing was not clamped." The customer stated the event "could have been due to user error during syringe manipulation or to the cumulative effects of the ketamine level in the patient's system and possible interaction with the morphine drip." During testing at the user facility, the device passed testing. Though requested no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not completed.